Event description:
It was reported that an ilet user experienced high blood glucose after noticing the infusion set connector was wet and likely not fully twisted on. The user performed a supply change, and required guidance to view drops and reconnect, after which insulin delivery resumed. Symptoms included asymptomatic hyperglycemia with a blood glucose of 379 mg/dl. Outcomes included no reported medical intervention beyond troubleshooting and no hospitalization. Investigation included troubleshooting to confirm drop visibility and reconnection of the infusion set, with resumption of insulin delivery. Investigation of this case revealed an infusion set connection issue consistent with an incorrectly attached connector leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique contributed to the infusion set connection issue.